Event description:
It was reported that the patient fainted and broke their nose at home. It was noted that there was no output from the device. The device, however, was checked at an unscheduled follow-up after the event and tested ok, but as a precaution the physician replaced the device. No further patient complications were reported as a result of this event.